Manufacturer narrative:
The medwatch report did not provide the name of the user facility, nor the lot number of the disposable set. Without further information, it is difficult to determine what occurred in this case. When the rapid infuser detects a situation that is compromising safe or effective infusion, the system stops pumping and heating, closes off the line to the patient, displays an alarm message and instructions for corrective measure, and sounds an audible alarm. Should additional information become available, a supplemental report will be submitted. We will continue to monitor and trend similar reports of this nature.

Event description:
On (B)(6) 2019, we received a medwatch report from the department of health & human services, about an event that reportedly occurred on (B)(6) 2019: "the belmont rapid infuser# (B)(4) was being used for a surgical case due to need to give a high volume of blood products. The machine was being used correctly when an error code for a "high temperature" was noted. The rapid infuser was turned off and restarted with no further error codes. After approximately ten minutes of use, the machine started to smoke. The machine was promptly taken out of service. Upon later review, it was noted that the internal tubing (the belmont 3 spike disposable set) was clotted, charred and slightly melted. A small portion of the heat exchanger was noted to be blackened".